Event description:
The following information was provided by the initial reporter: it was reported that the device had a dead clock battery. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: error code 41786 on initial power up.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer complaint of dead clock battery confirmed through power up. Error code 41786 was found on initial power up. Replaced the pwa (printed wireless assembly) board assembly, usb (universal serial bus), and grounding plate. Replaced the lcd (liquid crystal display) lens, keypad, and labels. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.